Event description:
(B)(4). Same patient as: 2134265-2009-01574. Same case as: 2134265-2010-01281. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. In (B)(6) 2008, a revascularization procedure treated a non target lesion located in the mid left anterior descending (lad) artery. Treatment for the 75% stenosed, 2.5x21mm lesion placed an unspecified taxus express2 stent and two non bsc stents resulting in 0% residual stenosis. In (B)(6) 2009, stenosis was confirmed in the mid lad, but there were no anginal symptoms. In (B)(6) 2009, angioplasty and stenting treated the 90% stenosed 3.0x11mm lesion located in the mid lad with an unspecified balloon and taxus stent resulting in 0% residual stenosis.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. A review of manufacturing records related to the batch was not possible because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).